Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 816059) for female sterilisation. The patient had a medical history of smoker (smoker of 10 cigarettes a day for many years), hot flushes, heavy periods, menses irregular, hair loss, pelvic pain female, cystitis, fatigue, burning sensation, stomach discomfort, uterine cervical pain, lumbar pain, vaginal mycosis, itching, redness, rash, breast pain, dysmenorrhea, headache, dizziness, weight gain, loss of consciousness, spotting vaginal, uti, shortness of breath, vomiting, diarrhea, anxiety, hair loss, fatigue, dysmenorrhea, metrorrhagia, abdominal pain, iliac fossa pain, parity 1, gravida I and cytolysis. Concomitant products included ovoplex (ethinylestradiol;levonorgestrel), diclofenac, amoxicillin and diazepam. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2663 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpigectomy ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in this context, in spite of expressing concern since 2015 about the relationship between my symptoms and the essure devices, the clinical team did not consider the relationship between my symptoms and the aforementioned device, despite the fact that these clinical pictures are related in the scientific literature on the subject. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: both norm insert essures are visualized. No free fluid is observed in douglas. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 816059) for female sterilisation. The patient had a medical history of smoker (smoker of 10 cigarettes a day for many years), hot flushes, heavy periods, menses irregular, hair loss, pelvic pain female, cystitis, fatigue, burning sensation, stomach discomfort, uterine cervical pain, lumbar pain, vaginal mycosis, itching, redness, rash, breast pain, dysmenorrhea, headache, dizziness, weight gain, loss of consciousness, spotting vaginal, uti, shortness of breath, vomiting, diarrhea, anxiety, hair loss, fatigue, dysmenorrhea, metrorrhagia, abdominal pain, iliac fossa pain, parity 1, gravida I and cytolysis. Concomitant products included ovoplex (ethinylestradiol;levonorgestrel), diclofenac, amoxicillin and diazepam. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2663 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpigectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in this context, in spite of expressing concern since 2015 about the relationship between my symptoms and the essure devices, the clinical team did not consider the relationship between my symptoms and the aforementioned device, despite the fact that these clinical pictures are related in the scientific literature on the subject. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: both norm insert essures are visualized. No free fluid is observed in douglas. Lot number: 816059 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.